Manufacturer narrative:
The device was explanted and should be returned to the manufacture for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient underwent middle ear cholesteatoma removal and ear canal closure during his ci implantation, in order to address long-time middle ear issues and that after the surgery the patient did very well with his implant. Later, a second middle ear surgery was necessitated, as the ear canal closure failed, during which the implant stimulator body was moved slightly superior from its initial location, upon patient request. The surgeon reported that the electrode location, upon patient request. The surgeon reported that the electrode array had not moved, however, the patient no longer had any auditory percept on electrode channels 10 to 12, though he did at initial activation. As per additional information received on (B)(6) 2014, another surgery took place on (B)(6) 2014, to close the canal. During this surgery the electrode lead was inadvertently nicked during the initial dissection, so re-implantation was required. The patient was re-implanted in the same surgery with another ci.